Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that approximately 20 ml of blue fluid was dripping from under the coulter lh 750 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found qd7 (quick disconnect) under the rocker bed had come unlocked. The fse connected and locked qd7 which solved the problem.